Manufacturer narrative:
Date of event is approximated to (B)(6) 2003, implant date, as no event date was reported. Initial reporter: this event was reported by the patient's legal representation. The implanting surgeon is (B)(6) (B)(4).

Event description:
It was reported to boston scientific corporation that a repliform tissue regeneration matrix and a precision twist anchor system were used during a cystoscopy and pubovaginal sling with cysto repair procedure performed on (B)(6) 2003 to treat a patient with stress urinary incontinence. The patient tolerated the procedure well without complications. As reported by the patient's attorney, the patient experienced an unspecified injury post procedure.